Event description:
It was reported when using the pyxis medstation es system drawer had keyboard failure.the customer reported that there was a delay in dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a non-functional keyboard. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.